Event description:
Ous MDR - it was reported that high shock impedance of the rv lead was noted during the lead revision of the lv lead. The lead was replaced. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.